Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.5x28mm xience prime stent was successfully implanted in the proximal right coronary artery (rca) lesion. Starting on (B)(6) 2016, the patient started experiencing chest pain in the myocardial bridge. On (B)(6) 2016, the patient was hospitalized for chest tightness. Elevated troponin was noted, less than 5 times the normal upper limit. Angiography was performed with no abnormalities noted. There was no restenosis in the target lesion containing the xience prime stent. The event resolved and the patient was discharged from the hospital on (B)(6) 2016. Per physician, the event was possibly related to the device. There was no device malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). Corrections: results, conclusions codes were removed. Patient codes (B)(4) were removed. New information indicates the physician indicates the event was unrelated to the device and unrelated to the index procedure. There was no device restenosis and no malfunction. Based on this new information, this event is no longer MDR reportable.

Event description:
Subsequent to the previously filed medwatch report, additional information was obtained: per physician, the event was unrelated to the device and unrelated to the index procedure. There was no device restenosis and no malfunction.